Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Making programming changes to the device settings were recommended. The patient was doing fine before, during, and after the event.